Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. G4- PMA/510(k) #: k193133. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that a hair-like matter was observed in the sterile packaging of a 'blue rhino g2-multi percutaneous tracheostomy introducer tray'. The device did not make patient contact. The procedure was successfully completed with another device of the same type. As reported, the patient did not experience any additional procedure or adverse effects because of this occurrence.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged or unavailable. Correction: d4-model# investigation ¿ evaluation it was reported that a hair-like matter was observed in the sterile packaging of a 'blue rhino g2-multi percutaneous tracheostomy introducer tray'. The device did not make patient contact. The procedure was successfully completed with another device of the same type. As reported, the patient did not experience any additional procedure or adverse effects because of this occurrence. Reviews of the documentation, including the complaint history, device history record, quality control procedures, instructions for use, as well as visual inspection of the returned product, were conducted during the investigation. Cook received one set from the customer. The returned device had a hair like fiber on the gauze in the packaging. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) for the device found no relevant nonconformances that could have contributed to the reported failure mode. It should be noted that there were no other complaints associated with the final product lot number. Cook also reviewed product labeling: the product IFU, [c_t_ptisgi2_rev0] ¿blue rhino g2-multi percutaneous tracheostomy introducer,¿ provides the following information to the user related to the reported failure mode: how supplied ¿upon removal from package, inspect the product to ensure no damage has occurred.¿ evidence gathered upon review of the device failure analysis, indicate that the device was manufactured out of specification. There is no evidence of nonconforming material in house or in the field. Based on the information provided, examination of the returned product, and the results of our investigation, it was concluded that quality control deficiencies were the cause of failure. Per the risk assessment no further action is required. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.